Event description:
Customer reported the left monitor image is crooked, twisted counterclockwise. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the camera stops. System operates as intended. (B) (4)